Event description:
The instrument was used during a low anterior resection. It was reported the ancillary trocar would not remove naturally from the anvil head. Took tremendous force to remove ancillary trocar. There was no consequence to the pt.

Manufacturer narrative:
Based upon the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The ancillary trocar was removed and reinserted back into the anvil several times with no difficulties noted with the removal. It should be noted that if excess force is applied to the locking/trocar clips while removing the ancillary trocar, it will cause difficulty in removing the ancillary trocar from the anvil. Mfg and engineering have ben notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.